Event description:
There was a violation of rate-sensing lead integrity with the coil protruding through the insulation. There were obvious burn marks within the pocket underlying the pulse generator.